Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hpeplab screen was frozen blue and unable be logged into for patient care use. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was frozen and user was unable to login for patient care. A field service engineer reconfigured the login through carefusion application and rebooted the station to verify that it could successfully log in to the application independently. The system functioned as intended after the field service engineer repaired the device.